Manufacturer narrative:
Concomitant medical devices: 511212, lead, implanted: (B)(6) 2013; dtba1d4 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture prior to coronary artery bypass graft procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.